Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The nurse reported that during a cataract surgery, the vacuum would not reach set valve. The issue was resolved either by replacing the system or the cassette and the surgery was completed. Add'l info was obtained from the scrub tech. The scrub tech indicated that the low vacuum issue occurred during every third case, during irrigation/aspiration with the irrigation/aspiration handpiece. The staff replaced the cassette and the system. The company rep visually inspected the irrigation/aspiration handpiece (hp) and observed a piece where the cassette tubing connects to the hp was broken. No add'l info is expected. There was no harm to the patients reported.